Event description:
During a routine check of the iabp, the customer observed that the iabp was sluggish to boot up and also difficult to shut off. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was received. There were no non-conformances in the DHR related to the reported event. The company service representative completed the preventive maintenance (pm) with full calibration, functional and safety testing to factory specifications. The customer had pointed out power switch has had a delay when turning on balloon pump. Fully tested power switch and it tested fully functional. It was explained to the customer that after turning off balloon pump users need to wait several seconds before turning back on or a delay will take place and this is a normal function of the power switch on this type of balloon pump. The device was returned to the customer. (B)(4).